Event description:
A report that the pt's leads were explanted due to infection at the lead site. The physician does not believe that the infection is device related, but procedure related. The pt's symptoms were chills and drainage at the midline incision. The pt was prescribed antibiotics. The physician did not take a culture of the infection.

Manufacturer narrative:
The explanted leads were discarded and will not be returned for further evaluations.